Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that per medical records on (B)(6) 2005, the patient underwent a surgery with diagnosis of failed posterior lumbar spinal fusion at l4-5 and l5-s1, spinal stenosis. Operation: anterior retroperitoneal lumbar spine exposure at three levels for lumbar spinal fusion at l3-4, l4-5, and l5-s1. The patient also underwent another procedure with diagnosis of status post l4 to s1 posterior spinal fusion. Failed fusion. L3-4 spinal stenosis and bulging disc. Chronic back pain and radiating leg pain. Procedure: stage I: anterior lumbar discectomy, l3-4, l4-5, l5-s1 (three levels) anterior spinal fusion, l3-4, l4-5, l5-s1 (three levels). Implantation of precision implants times three. Implantation of rhbmp-2 bone morphogenic protein. Application of ate titanium plates times three. Per op-notes, the removal of the disc was taken back to the posterior annulus. The end plates were scraped clean, and then a series of sharp curets, box cutters and trials were used to further prepare the end plates. A 60 mm in height trial was selected and found to be the appropriate prosthesis. A precision bone implant, 60 mm in height, was selected. This was filled with rhbmp-2, and then it was placed at the l3- 4 level using the interbody system. Once the bone implant was in place, the system was removed, and the position of the graft was checked for. The l3-4 level was approached to the left of the aorta. The l4-5 level was approached between the aorta and the inferior vena cava, and the ls-s1 level was approached to the bifurcation. The segment of the middle sacral vessel was taken down over the ls-s1 level. This disc was exposed in a similar fashion. All the discs had the fascia exposed, going from the left to the right-ward fashion using peanuts and blunt dissection. This disc was also incised in the center, in a box-like fashion. This disc was found to be more rigid and more consistent with the posterior spinal fusion. The end plates were denuded and prepared, and a 14 mm in height implant was selected. Once the precision bone was in place with its bmp, a 41 mm in height sacral plate was selected and applied to the anterior lumbar spine the patient also underwent another procedure with diagnosis of status post l4 to s1 posterior spinal fusion. Failed fusion. L3-4 spinal stenosis and bulging disc. Chronic back pain and radiating leg pain. Procedure: stage 2: hardware removal, l4 to s1, and fusion evaluation. L3-4 lumbar laminectomy. L3-4 posterior spinal fusion, l4-5 revision posterior spinal fusion, and l5-s1 augmentation spinal fusion. Local bone graft, bone morphogenic protein, matrix putty and fresh, frozen allograft. Per op-notes, next, a decortication was performed out to the tips of the transverse process at l3 1 including the lateral sacral mass of l4. The supra-articular facets were also decorticated. Osteotomes were used to raise local bone graft from the prior surgery and fusion mass. Bone graft, consisting of local morsellized laminectomy bone was packed at the l3- 4 level. This was supplemented with bmp that was left over from the anterior procedure. Further bmp was placed at the l4-5 level. Fresh, frozen allograft bone was placed over all three levels, and this was supplemented with matrix putty bone graft. It was specified that the patient sustained with unspecified injuries due to use of rhbmp-2/acs.